Manufacturer narrative:
H3: product analysis evaluation determined that customer allegation of burnt/deformed tip and difficulty to extend/retract is confirmed. The likely cause of failure is due to broken tip bearing. It was also noted that the tube extension mechanism was stiff. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tip of the attachment was deformed/burnt. At the time of the event, patient impact and involvement is not known additional information was received stating that broken tip bearing was found during evaluation. Additional information upon follow-up was received stating that the the event occurred during the procedure and there was no patient impact.